Event description:
It was reported the duodenovideoscope had the channel tube clogged by a stent. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - the customer complained that stent is stuck in the working channel. - clogging of channel mount unit, foreign material come out of the distal end. - sw1 (switch button 1) has a cut. - aw-cylinder (air/water cylinder) has no color. - s-cylinder (suction cylinder) has no color. - due to damage on ch-tube (channel tube), water tightness is lost. - due to a crack on distal end, water tightness is lost. - due to wear of angle wire, the play of u/d (up/down) knob is out of the standard value. - ig (image guide) protector has a cut. - lg(light guide) lens has a crack. - connecting tube is snaking. - connecting tube has a scratch. - water tightness of forceps elevator is lost. - adhesive around objective lens has a crack. - there is corrosion around l-arm (forceps elevator). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to an inability to reprocess the device properly due to the stent becoming stuck - the cause of the stent becoming stuck could not be further presumed. The instructions for use (IFU) warns about inappropriate reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. It is further suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.